Event description:
Right hip revision. Adm cup, adm insert, accolade stem, and v-40 head explanted and replaced with competitor implants. Surgeon reported revision was due to pain, cup/neck impingement, possible loose cup, and possible taper corrosion. Update: per response, shell loosening was confirmed intraoperatively. Taper corrosion was not confirmed intraoperatively.

Manufacturer narrative:
An event regarding malposition and loosening involving an unknown adm shell was reported. Shell malposition was confirmed via clinician review of the provided medical records. Loosening was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: revision for pain, cup/neck impingement, possible loose cup, and possible taper corrosion. The cup loosening was confirmed by the surgeon, corrosion was not. Impingement was noted by the notching on the neck by x-ray. Event confirmation: the revision event, cup loosening, and pain cannot be confirmed by any materials. Notching of the femoral neck indication impingement can be confirmed. Root cause: the root cause of the neck notching would be impingement on the lip of the adm cup. It is not clear if this was the result of the primary cup position or a change in position over time. A root cause for the other claims cannot be ascertained without confirmation of the events and review of additional materials." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to shell loosening and cup/neck impingement. Taper corrosion was initially reported but not confirmed by the surgeon during the revision procedure. A clinician review of the provided medical records did not confirm the shell loosening. Malposition leading to the impingement was confirmed per the clinician: "it is not clear if [the cup/neck impingement] was the result of the primary cup position or a change in position over time. A root cause for the other claims cannot be ascertained without confirmation of the events and review of additional materials." The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, additional pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Right hip revision. Adm cup, adm insert, accolade stem, and v-40 head explanted and replaced with competitor implants. Surgeon reported revision was due to pain, cup/neck impingement, possible loose cup, and possible taper corrosion.